Event description:
The plaintiff, alleges that in february, 1999, they were diagnosed as being allergic to latex. As a result, plaintiff alleges they have become sensitized to latex and may now no longer work as a registered nurse at any medical facility or for any medical health service or in private practice and is now subjected to increased health risks. Additionally, plaintiff alleges that they are subject in the future to one or more anaphylactic reaction to latex products. Plaintiff further alleges that as a result of the disease, they have suffered substantial injury, pain and suffering as well as economic loss. Finally, the defendant's spouse alleges they have suffered the loss of support, services and companionship of their spouse.